Event description:
It was reported that via remote transmission non-sustained lead noise due to post paced t wave oversensing on the ventricular lead was observed. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.